Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer complained about recently having recurring high blood glucose levels and having to increase the settings on her insulin pump for her basal rates and bolus doses. Customer reported that there was an urgent care visit on (B)(6) due to blood glucose readings between 250mg/dl and 280 mg/dl. She also stated she had to go to her doctor on (B)(6) due to high blood glucose level of 287mg/dl. Current blood glucose is 150mg/dl. Nothing further reported.